Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2014, it was reported that around 7:30pm on (B)(6) 2013, the patient became unconscious and his wife had to feed him a sugary liquid to revive him. He thinks the infusion device delivered more insulin that he had programmed. He checked the history in the device and stated that the boluses in the history would not have been enough to cause him to experience hypoglycemia. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.